Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was missing the screw to secure the cord to the adapter box. The adapter was replaced. There was no patient involvement in this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was not returned for evaluation. The reported event could not be confirmed. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with missing screws in controller ac adapters can be possibly attributed to the handling of the pack. If information is provided in the future, a supplemental report will be issued.